Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a ventricular tachycardia (vt) ablation procedure, the an amplifier error appeared on the screen and no signal could be established between the system and the catheters, only ECG signals were available. The procedure was unable to be completed due to these issues. There were no adverse patient consequences.